Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod at the time medical attention was sought; however, the duration of pod wear prior to the event is unknown. The medical event occurred while the patient was traveling on a cruise. The patient reported that the omnipod system had not been functioning for approximately 18 hours without the patient being aware of the issue, resulting in the development of ketoacidosis and the need for emergency medical evaluation and treatment. The patient sought emergency care on (B)(6) 2026 at a hospital in france, which was the nearest available medical facility during travel. Due to the severity of the ketoacidosis, the patient required an 8-day hospitalization. Information regarding specific symptoms experienced before seeking care, the formal diagnosis provided, the treatment administered during hospitalization, and the exact discharge date was not available. Verification of the patient¿s account could not be completed, and no additional information could be obtained.

Manufacturer narrative:
Cgm sensor type: g7 updated. B3 date of event, b5 have been updated. The physical device was not returned. The insulet cloud system was reviewed for data from the user. Data was found to be available up until (B)(6) 2025, while the reported date of incident was (B)(6) 2025. No data from the user was available for the reported date of incident. Review of the data leading up to (B)(6) 2025 showed that the system was used in manual mode with no sensor added starting on (B)(6) 2025 until the last data point on (B)(6) 2025. Without data from the date of incident, it could not be determined if any issues with the system occurred that would contribute to the reported event. The exact cause of the reported event could not be determined.

Event description:
The patient was wearing the pod at the time medical attention was sought; however, the duration of pod wear prior to the event is unknown. The medical event occurred while the patient was traveling on a cruise. The patient reported that the omnipod system had not been functioning for approximately 18 hours without the patient being aware of the issue, resulting in the development of ketoacidosis and the need for emergency medical evaluation and treatment. The patient sought emergency care on (B)(6) 2026 at a hospital in france, which was the nearest available medical facility during travel. Due to the severity of the ketoacidosis, the patient required an 8-day hospitalization. Information regarding specific symptoms experienced before seeking care, the formal diagnosis provided, the treatment administered during hospitalization, and the exact discharge date was not available. Verification of the patient¿s account could not be completed, and no additional information could be obtained. Insulet's clinical specialist successfully contacted the patient and additional information was received on (B)(6) 2026. The patient reported that the diabetic ketoacidosis (dka) event occurred in (B)(6) 2025 while traveling on a cruise in france. The patient was hospitalized locally for eight days, followed by an additional seven days of recovery before being medically stable enough to fly home. On (B)(6) 2025, the patient presented to the cruise ship sick bay with persistent vomiting, inability to keep down fluids, high blood glucose and sensor readings, and over 12 hours of persistent hyperglycemia. The patient was transported to the emergency room the following day and remained there for approximately one and a half days before being transferred to the intensive care unit for three days, followed by three days in a stepdown unit. The patient was discharged on or around (B)(6) 2025 (date estimated by the patient). During hospitalization, the patient received intravenous fluids via a peripherally inserted central catheter, insulin drip, repeated bloodwork, and fingerstick glucose checks every 30 minutes. The patient stated that no sensor data or sensor reference number are available for review. At the time of the incident, the patient reported wearing the products correctly, with the sensor placed on the arm and the insulin pump on the abdomen. According to the patient, the pump was ¿not functioning,¿ although this was not initially recognized until the patient became severely ill. The patient described the dka episode as critical and stated that the treating physicians were uncertain whether recovery was likely. The patient reported not feeling fully recovered until (B)(6) 2025. The date of occurrence had previously been recorded as (B)(6) 2026, based on limited information from a social media post. Based on newly obtained information received on (B)(6) 2026, the date of occurence has been updated to (B)(6) 2025.